Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon receipt, the end cap of the monitor was separated from the case and all of the cables from the c/a board to the auxiliary board were unplugged. The cable from j2007 on the auxiliary board was unplugged from the connector. The root cause of the unplugged cables cannot be positively identified, but was likely a result of excessive force. Once the cables were reattached, the monitor was fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that the top of his monitor fell off and wires were exposed. The pt was provided with a replacement monitor.